Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 808:03. The root cause was determined to be due to a faulty pump head module. A baxter repair technician replaced the pump head module to resolve this issue. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 808:03 failure code. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter's review of the device event history determined the reported condition interrupted delivery on channel a. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).